Event description:
The hospital reported a malfunction resulting in more than 20% over delivery of tidal volume. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was replaced to resolve the issue. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was replaced to resolve the issue. Legal manufacturer: (B)(4).